Manufacturer narrative:
Healing collar (hc445) was returned. Visual inspection of the as received product identified that the threads had wear and damage (deformed). There was presence of dried blood around the threads. The product was functionally tested, and it was confirmed that the collar would not seat or even screw into a mating implant. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: zimmer dental: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A definitive root cause could not be identified for the reported event. (B)(4).

Manufacturer narrative:
(B)(4). Weight not provided.

Event description:
It was reported that the doctor indicated that the healing collar (hc445) did not screw into the implant. Another healing collar was used to complete the procedure.